Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an ten appropriate treatments. The device was started up at 19:18:57 on (B)(6) 2023. At 10:55:05 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 200 bpm with motion artifact. At 10:55:39, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was svt @ 160 bpm with nsvt. At 10:56:13, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 270 bpm. At 10:56:36, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with nsvt. At 10:57:09, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was vt @ 260 bpm. At 10:57:40, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 160 bpm. At 11:01:02, an arrhythmia was detected. ECG shows vt @ 220 bpm with CPR/motion artifact. At 11:01:41, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm with CPR/motion artifact. Post shock rhythm was svt @ 200 bpm with pvcs and motion/tactile artifact. At 11:02:15, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus beats with pvcs transitioning back to vt @ 220 bpm. At 11:02:47, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm with sinus capture beats. Post shock rhythm was vt @ 230 bpm. At 11:03:14, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 240 bpm. At 11:03:48, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus beats transitioning back to vt @ 220 bpm degrading to vf. The device was shut down at 11:12:38 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.